Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4). Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5103638 that a female patient underwent an unspecified breast implantation procedure with unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including breathing issues, dizziness, ear pain, aching/tightness in breasts, joint/bone pain, arthritis, migraines, headaches, dry eyes, sore throat, difficulty swallowing, spinal/back pain, ms, neck pain, fatigue, depression, memory problems, brain fog, insomnia, ringing in ears, restless leg syndrome, anxiety, panic attacks, sharp pain in legs/feet/shins/collarbone, aching in hands/arms, tenderness, gi issues, diarrhea, nausea, loss of appetite, uti, tmj, loss of libido, light/sound sensitivity, irregular menstrual cycle, heart palpitations, pain in uterus/kidneys/appendix/stomach, allergic reactions on legs, itchiness. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices.